Event description:
The customer complained of experiencing high blood glucose. The customer's blood glucose reading was 344 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that very little insulin exited during the prime test. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications during the occlusion test due to a faulty force sensor. However, the displacement, rewind, basic occlusion, prime, and excessive no delivery tests passed.